Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) on the home choice (hc) machine during dwell 2 of 3. The technical service representative (tsr) assisted the home patient (hp) by explaining the alarm. The tsr instructed the caregiver (cg) to end therapy and call the nurse. The tsr assisted the cg to end therapy. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the caregiver on (B)(6) 2011. The caregiver stated the following: the cause of the alarm was unknown and the sample was discarded. A companion sample was requested with lot number h11c07113 and manuals were used to complete therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The set was placed on machine for priming and run with no alarms noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress and the cause was undetermined.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.